Manufacturer narrative:
This supplemental report is being submitted to provide the results of updates to the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, when manipulating lg tube near at the scope connector confirming user request. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited the picture had a pink hue. The event occurred during a diagnostic laparoscopic appendectomy. The procedure was delayed less than 30 minutes, and it was completed with an olympus back-up device. There were no reports of patient harm.